Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a kopans modified breast lesion localization needle was used for intraoperative radiation therapy (iort) when the "thread" dislocated within the patient. This device complication led to radial surgery with ablation. Additional information regarding event details, patient status and procedure completion are unknown.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, instructions for use (IFU), drawings, manufacturer instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Per clinical assessment it is thought the "thread" may actually refer to the hookwire. The device is shipped with instruction for use (IFU) which notes: under no circumstances should a hookwire engaged in tissue be pulled out without surgical intervention. Precautions: the product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for localization of breast lesions should be employed. Following placement of the hookwire, the portion protruding outside of the breast should be bent and taped to the skin to prevent inadvertent movement. Damage to tissue adjacent to the needle is a known inherent risk of this device. This situation would likely be a worst case scenario where a separated portion of the device remained in the patient resulting in a radical procedure that caused serious harm. At this time, the most probable causes of this event are user technique, medical procedure and/or device failure related. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No new event description information to report at this time.